Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the helix of the right ventricular (rv) lead could not be "spun out" and the lead could not be fixed. High thresholds were noted and "electrical parameters were not good". The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.